Event description:
The hosp reported that during the endoscopic vein harvesting procedure, one device was not cauterizing and the second device was sticking in the cannula. A replacement unit was used to complete the procedure. The hosp did not report any pt complications.

Manufacturer narrative:
Investigation details: the testing was completed, bisector blade is to specs. Therefore, the complaint that the unit did not cauterize cannot be confirmed. A lhr review was completed for the product, there was no nonconformance associated with the lot number.